Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer went to emergency room on (B)(6) 2018 due to high blood glucose of 600 mg/dl. The blood glucose at the time of the incident was 528 mg/dl and current blood glucose was 275 mg/dl. The customer treated high blood glucose with intravenous drip and insulin shots. The device is not expected to be returned for analysis.